Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 246 mg/dl and later rose to 433 mg/dl. Customer treated their blood glucose with a manual injection and the insulin pump. Customer was able to lower their blood glucose to 389 mg/dl. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found a line of air bubbles in the tubing. It was also found the customer had a bent cannula after removing their infusion set. The customer also reported bent cannulas on their previous infusion sets. It was also found the time was incorrect on the customer's insulin pump. The insulin pump passed a high pressure test during troubleshooting. The customer's blood glucose was 265 mg/dl at the end of the call. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.